Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment difficulties occurred resulting in a fractured stent. A 7x150x 130cm eluvia drug-eluting vascular stent system stent was selected for a procedure. Stent deployment was initiated via the thumbwheel and after approximately half the stent was deployed; the thumb wheel no longer worked. In attempts to retract the catheter, the stent fractured and became elongated, eventually becoming stuck in the sheath. The stuck portion of the stent was able to be removed from the sheath. Four additional eluvia stents were used to stent across the fractured portion of the 7x150x 130cm eluvia stent. The procedure was completed without further patient complications.